Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that they had a small fire that they believe started with the extension cable from their vaso view hemopro. They noted that they improperly sterilized their cords. The account sterilized their cords excessively well over the number of times that is recommended in the IFU. The hospital did not report any patient effects.